Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the physician had difficulty getting the valve to work. The valve exhibited paravalvular leak (pvl), and an attempt to repair the pvl resulted in even greater pvl. As a result the valve was explanted and replaced with another manufacturer's valve because a second mosaic valve was not on hand. There were no adverse patient effects due to the explant.

Manufacturer narrative:
(B)(6). (B)(4). Upon receipt at medtronic's quality laboratory, the valve was slightly distorted; oval shaped, possibly occurred during implant. Note: slight distortion suggests a sizing issue and/or squeezing the stent in excess. The valve was discolored showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of a tissue fixation and the blood contact. All leaflets were intact. All commissures were intact. Conclusion: analysis could not duplicate the reported clinical observation as the valve performed as designed and within specification during laboratory testing. Stent distortion is likely due to patient anatomy and/or implant technique.